Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the patient has had for a long time channels with high impedance and a short circuit. The patient has multiple disabilities and is unable to give feedback regarding his hearing. Re-implantation is scheduled for (B)(6) 2016.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient has reportedly had a malfunctioning device for some time. There was no report of redness or swelling at the implant area and no changes in health. An incident of accident or trauma is unknown. The patient was re-implanted.